Event description:
The following has been reported: biomed reported: no patient harm has occurred, and no active infusion has stopped. Issue: tubing set misloaded problem a preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for investigation. The reported set ID sensor issue was confirmed via log file review. This was observed in the log files but unable to be replicated during testing. No damage was identified related to the set ID during internal inspection. The device had mock infusions performed and passed without issue and passed set ID functional testing without issue. Log files were reviewed and were consistent with a set ID failure and as such it will be replaced.